Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced rash erythematous ("developed a red, itchy rash on her rears, neck, eyes, feet legs and in-between her legs/the rash is worse around her period/skin rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("she also experiences a vaginal discharge that burns , turns white and hurts"), madarosis ("losing her eyelashes"), unevaluable event ("looks like a bum"), rash macular ("areas were the rash were turn brown"), anxiety ("anxiety"), weight increased ("weight gain"), abdominal distension ("bloating") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash erythematous, vaginal discharge, madarosis, unevaluable event, rash macular, anxiety, weight increased, abdominal distension and allergy to metals outcome was unknown. The reporter provided no causality assessment for madarosis, rash erythematous, rash macular, unevaluable event and vaginal discharge with essure. The reporter considered abdominal distension, allergy to metals, anxiety, pelvic pain and weight increased to be related to essure. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2018: case upgraded to incident. Reporters, start date, stop date of essure, events anxiety, weight gain, bloating, nickel allergy and pain added. She had surgery to remove essure on (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud from 2008 to (B)(6) 2013. Concurrent conditions included fungal infection of nail. Concomitant products included hydroquinone (melpaque hp) from (B)(6) 2017 to (B)(6) 2017, terbinafine from (B)(6) 2017 to (B)(6) 2017 and triamcinolone from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced insomnia ("hormonal changes describe: insomnia"). In (B)(6) 2013, the patient experienced anxiety ("anxiety") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) periods closer together, much heavier"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating") and abdominal pain upper ("stomach pain before my period"). In 2015, the patient experienced rash erythematous ("developed a red, itchy rash on her rears, neck, eyes, feet legs and in-between her legs/the rash is worse around her period / skin rash"), madarosis ("losing her eyelashes") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), rash generalised ("rashes or skin conditions type: rashes all over body") and dry skin ("rashes or skin conditions type: dry skin /dryness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("she also experiences a vaginal discharge that burns , turns white and hurts"), unevaluable event ("looks like a bum"), rash macular ("areas were the rash were turn brown"), fatigue ("fatigue") and pruritus ("itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash erythematous, rash macular, anxiety, abdominal distension, insomnia, menorrhagia, rash generalised, dry skin, alopecia and pruritus had resolved and the vaginal discharge, madarosis, unevaluable event, weight increased, allergy to metals, fatigue and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for madarosis, rash erythematous, rash macular, unevaluable event and vaginal discharge with essure. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, dry skin, fatigue, insomnia, menorrhagia, pelvic pain, pruritus, rash generalised and weight increased to be related to essure. The reporter commented: discrepancy noted of date of insertion= (B)(6) 2013, (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A57123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud from 2008 to (B)(6) 2013. Concurrent conditions included fungal infection of nail. Concomitant products included hydroquinone (melpaque hp) from (B)(6) 2017 to (B)(6) 2017, terbinafine from (B)(6) 2017 to (B)(6) 2017 and triamcinolone from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced insomnia ("hormonal changes describe: insomnia"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) periods closer togather, much heavier") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating") and abdominal pain upper ("stmoch pain before my period"). In 2015, the patient experienced rash erythematous ("developed a red, itchy rash on her rears, neck, eyes, feet legs and in-between her legs/the rash is worse around her period / skin rash"), madarosis ("losing her eyelashes") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), rash generalised ("rashes or skin conditions type: rashes all over body") and dry skin ("rashes or skin conditions type: dry skin /dryness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("she also experiences a vaginal discharge that burns , turns white and hurts"), unevaluable event ("looks like a bum"), rash macular ("areas were the rash were turn brown"), fatigue ("fatigue") and pruritus ("itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash erythematous, rash macular, anxiety, abdominal distension, insomnia, menorrhagia, vaginal haemorrhage, rash generalised, dry skin, alopecia and pruritus had resolved and the vaginal discharge, madarosis, unevaluable event, weight increased, allergy to metals, fatigue and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for madarosis, rash erythematous, rash macular, unevaluable event and vaginal discharge with essure. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, dry skin, fatigue, insomnia, menorrhagia, pelvic pain, pruritus, rash generalised, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted of date of insertion= (B)(6) 2013, (B)(6) 2013, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Lot number was added. Reporter's information was added. Added event hormonal changes describe: insomnia, abnormal bleeding (vaginal, menorrhagia), rashes all over body, skin/scalp dryness, stomach pain, fatigue, hair loss. Updated outcome of events. Updated event onset date. Historical drug, concomitant condition, concomitant drug were added. Lab data were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.